Manufacturer narrative:
Concomitant medical products: product ID: 5554 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within 8 days of implant, the threshold on the right ventricular (rv) lead had become high. Chest x-ray indicated that the slack had disappeared. The lead was explanted and replaced. No patient complications have been reported as a result of this event.